Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, and vaginal scarring. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with removal of mesh; due to pelvic discomfort, pain, mesh extrusion, and sui. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling and boston scientific advantage sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/16/2016.

Manufacturer narrative:
Date sent to FDA: 07/01/2016.

Manufacturer narrative:
It was reported that the patient underwent revision/removal prosthetic vaginal graft; open abdominal and vaginal approach on (B)(6) 2013 by dr. (B)(6) md at the (B)(4).

Event description:
It was reported that the patient underwent revision/removal prosthetic vaginal graft; open abdominal and vaginal approach on (B)(6) 2013 by dr. (B)(6) md at the (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.